Manufacturer narrative:
Device not returning.

Event description:
It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to perform automatic pullback. During playback, blue background was displayed and error appeared during pullback. Automatic pullback was reinitiated and failed. No patient was involved therefore, no patient complications occurred.